Event description:
Customer reported that the insulin pump failed to vibrate as part of the alert on the day of the call. Customer also reported receiving a lost sensor alert and received assistance with changing the settings. Blood glucose level was 230 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).